Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, drill experienced loss of power during a procedure. When comparing particular drill to their other bd io drills it spins at a much slower rate, and it sounds different. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of drill experienced loss of power during a procedure. When comparing particular drill to their other bd io drills it spins at a much slower rate, and it sounds different was unconfirmed. The reported issue that the drill is experiencing loss of power, spinning at a slower rate, and sounds different is unconfirmed. The I/o drill was evaluated and functions properly.

Event description:
It was reported, drill experienced loss of power during a procedure. When comparing particular drill to their other bd io drills it spins at a much slower rate, and it sounds different. No other information was provided.